Event description:
It was reported that, the tip of the fiber cracked during insertion. The fiber was replaced, and the procedure was completed using another fiber of same mode. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber cap break as there was no physical separation identified, furthermore, the identified distal circumferential fracture was tested for forward firing rate and showed that the forward firing rate was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that, the tip of the fiber cracked during insertion. The fiber was replaced, and the procedure was completed using another fiber of same mode. There were no patient complications.